Event description:
The customer reported the device can't boot up on battery or ac power.

Manufacturer narrative:
(B)(4). The customer reported the device can't boot up on battery or ac power. There was no report of pt involvement. The device was not evaluated by philips. The customer isolated the issue. The power pca was found to be defective.